Event description:
The patient was reportedly experiencing shocking sensation, overly loud stimulation, and facial twitching. It was reported that the patient had a wave-boarding accident where the patient had an impact to the water and experienced a mild concussion in august. External equipment was exchanged and programming change was made; however, this did not resolve the issue. Testing of the patient's device could not be conducted due to loss of lock.